Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the inside of the auxiliary water channel of the suject device and found that there were no scratches or dents, but confirmed that something like lint was adhered to several portions inside the auxilirary channel. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on omsc evaluation results, omsc concluded that the reported phenomenon was attributed to inappropriate reprocessing by the user. Olympus stated the appropriate reprocessing in instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the new nurse had reprocessed the subject device without connecting the connecting tube to the olympus automated endoscope reprocessor oer-4 from (B)(6) 2020. The new nurse had not been informed from the old nurse regarding the using of the connecting tube. There was no report of infection and injury associated with this report.